Event description:
Caller reported damage to tandem charging cable, which rendered charging supplies non-functional. There was no adverse impact to the customer¿s blood glucose level. Customer service arranged for replacement of the damaged charging supplies via two-day shipping.